Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the rad-57 device will not turn off and spco needs to be checked for accuracy. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alert conditions. The power button on the key pad required substantial physical force to power on and off the device. During simulation testing, the device was found to provide accurate measurements. All test measurements are within specifications. Customer device displayed measurements comparable to masimo test device and sensor. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the rad-57 device will not turn off and spco needs to be checked for accuracy. No patient impact or consequences were reported.